Manufacturer narrative:
Intelligent endoscopy has requested the single use ligation system subject of the events be returned for evaluation. During manufacturing of the ligation system, intelligent endoscopy does not use any liquid materials similar to the substance reported by user facility personnel. The device history record was reviewed and confirmed that the device was manufactured to specifications. There have been no other complaints associated with this lot. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during two patient procedures which included use of their smartband multi-band ligation system, a gray liquid was dispelled from the distal tip of the endoscope and into the patient. The procedures were completed successfully. No impact to the patients were reported as a result of the events and no additional treatment was required.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation. Quality reviewed the device and found it to be within specifications. There was no evidence of any malfunction of the device that caused or contributed to the reported event. During manufacturing of the ligation system, intelligent endoscopy does not use any liquid materials similar to the substance reported by user facility personnel. The source of the observed liquid from the endoscope could not be determined, nor could the substance be identified. The device history record was reviewed and confirmed that the device was manufactured to specifications. There have been no other complaints associated with this lot. No additional issues have been reported.